Manufacturer narrative:
The device was discarded by the user facility. Therefore, the device will not be returned and no device evaluation will be performed.

Event description:
It was reported that the core sumex hand switch broke in half during the course of a spinal surgery leading to thirty minute prolongation of the procedure while a backup device was sterilized. Additional anesthesia was administered to the patient due to the delay. The procedure was completed successfully.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
Additional information was received from the account that additional anesthesia was administered to the patient due to the 30 minute prolongation to the procedure necessary to sterilize a backup device.

Event description:
It was reported that the core sumex hand switch broke in half during the course of a spinal surgery leading to 30 minute prolongation of the procedure. No adverse consequences or medical intervention were reported with this event. The procedure was completed successfully. After several follow-up attempts were made, no additional information was provided regarding this event.

Event description:
It was reported that the core sumex hand switch broke in half during the course of a spinal surgery leading to thirty minute prolongation of the procedure while a backup device was sterilized. Additional anesthesia was administered to the patient due to the delay. The procedure was completed successfully.